Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump did not beep during two low alerts. The customer's blood glucose was 49 mg/dl at the time the issue was reported. During troubleshooting, the insulin pump passed the self test. The customer stated that the insulin pump did vibrate during the self test. Nothing further reported.